Event description:
Surgeon wanted a 30mm standard screw. While inserting screw the head of the screw broke off from main body. Upon examination of head of screw, the type of screw was a cortical screw, instead of a standard screw. The cortical screw was placed in the slot of a standard screw slot, instead of standard screw. **head of screw that broke is retained for risk management, stryker rep.